Event description:
Approximately 9:00 am respiratory therapist was paged stat to sicu 3. She was told that the pt's ventilator began a high pitched alarm and when the nurses went in, the screen was blank and it was not ventilating. They immediately took the pt off the vent and began manually bagging the pt.